Event description:
Based on previously reported adverse events (MFR report # 1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Manufacturer narrative:
Upon further review, it has been determined that the adc meter reading did not cause or contribute to the serious injury. The adc meter reading was consistent with the customer's treatment. In addition, the health care provider meter reading compared with the adc meter reading when plotted on a parkes error grid fell into the "a" zone showing the difference in values to not be clinically significant. This is a final report. If any new supplemental information is provided an additional report will be sent.

Event description:
An adc customer reported receiving an fs lite meter reading of 454mg/dl and stated they self-treated with "too much insulin". Customer stated they experienced symptoms of shakiness, felt "woozy", dehydrated and nauseated and "ended up hospitalized". Customer further reported they were seen at a health care facility and an hcp meter reading of 382mg/dl was obtained within ten minutes of the adc meter reading. Customer reported being diagnosed with hypoglycemia and treated with "insulin through an IV". As the reported readings, diagnosis and treatment were inconsistent, numerous attempts were made to contact the customer to clarify the readings and medical event treatment intervention. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be submitted once investigation results have been completed.